Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in emergency room to intensive care unit and were hospitalized for high blood glucose, diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was above 400 mg/dl. Customer was treated with insulin drip. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).